Event description:
This medial device report is being submitted due to a recent FDA inspection held at agfa's (B)(4) location. It was determined that 17 additional occurrences identified with the same event issue as described in MDR report , FDA # 9616389-2013-00003, but at different sites, required reporting to document the additional occurrences. This report is for a 2nd event in which agfa was notified by the site on (B)(6) 2013, that a left wheel on the dx-d100 mobile wireless unit, was not moving in the correct direction and the unit made unpredictable movements. On one instance, the operator was squeezed between the wall and the dx-d100 unit due to the fact the dx-d100 was going in reverse versus a forward direction. There was no harm reported for this instance. Agfa performed mandatory service and made adjustments to the voltage on the digital motion control board for the gauges, replaced additional parts and the dx-d100 unit for this site is now working as expected. Agfa investigation led to a reportable correction to the FDA on may 15, 2013: FDA reference # z-1487-13. For the corrections, agfa implemented mandatory service bulletins in which all affected units were to be replaced with new firmware and new digital motion control boards. All other documentation for the dx-d100 reportable correction will be reported via FDA z-1487-13.